Manufacturer narrative:
Concomitant products: 4518 lead implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the patient had passed away. The patient's spouse alleged that the cardiac resynchronization therapy defibrillator (crt-d) caused the death. Cause of death has been requested and not received.